Manufacturer narrative:
(B)(4).

Event description:
Follow up information was received. It was indicated that the trocar valve was leaking during the case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar valve did not "valvulate". The procedure was completed without harm to the patient. Additional information and product sample have been requested for this event.

Manufacturer narrative:
No sample has been returned for evaluation for the complaint of leaky trocars; therefore, the condition of the product could not be verified. The actual product lot for this report is unknown; therefore, lot history and complaint history reviews could not be conducted. The root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. (B)(4).